Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that issue related to air in the cassette tubing, and irrigation was poor, and none during the surgery. The procedural type was unknown. The surgery completion and replacement details were unknown. There was no information about patient impact.